Manufacturer narrative:
Additional narrative: the investigation remains closed, as the added information does not change the outcome of the investigation.

Manufacturer narrative:
The received device was forwarded to the bridgewater facility for a tsr request. (Report attached via (B)(4)). Part inspected per mic, data located in (B)(4). Conformance noted per mic. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient's femur was fractured during surgery, which also resulted in a surgical delay of 40 minutes.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.